Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient developed a bacterial driveline infection. They were treated with drug therapy only. The causal relationship was considered low but could not be denied. It was noted that the patient was thin, and the driveline skin penetration part was not fixed, and skin troubles such as granulation were likely to occur.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient did experience granulation, and the culture identified was methicillin-susceptible staphylococcus aureus (mssa). Antibiotics were given and their symptoms were improving. Reoccurrence was a concern. Therefore, it was to be observed by visiting nurse and focused observation was to continue.